Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2009 along with concurrent abdominal supracervical hysterectomy and abdominal sacrocolpopexy, a burch cystourethropexy, cystoscopy and then posterior colporrhaphy and baxter floseal hemostatic matrix due to stress urinary incontinence and uterovaginal prolapse. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 10/3/2016. Additional information: age/date of birth, concomitant medical products. (B)(4). It was reported that following insertion the patient experienced symptomatic rectocele, stress urinary incontinence, and perineal defect.